Event description:
A malfunction alarm labeled as malf 24 was reported without any events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. To resolve the problem, the customer was sent a replacement pump by technical support as the original pump could not be reset. The customer was guided to use an mdi as backup therapy and received a pump with updated software. Instructions were provided on returning the faulty pump and transferring settings to the new device, which the customer understood and acknowledged.